Event description:
It was reported that the insulin pump alarmed no delivery. Troubleshooting was done. Customer's blood glucose was 500 mg/dl. Customer treated high blood glucose with insulin pump. Troubleshooting completed and the insulin exited. Advised the customer to change infusion set. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).